Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the cadd medication cassette reservoir was leaking a few minutes after filling the whole volume. It was reported that troubleshooting was unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the cadd medication cassette reservoir was leaking a few minutes after filling the whole volume. It was reported that troubleshooting was unsuccessful. No adverse patient effects were reported.